Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device manufacture date: the device manufacture date was reported as feb 28, 2011 in the initial report. The device manufacture date has been updated to mar 01, 2011. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed lid leak tightness, the moving parts did not move smoothly - trigger and failed pre-test for check proper function of the triggers and leakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). Concomitant med products: lid device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery, the battery handpiece device while being used with a lid device did not work and the upper control knob did not come out by itself and jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.